Manufacturer narrative:
The lead was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported in a journal article that a patient implanted with this right atrial (ra) lead and a competitors device and right ventricular (rv) lead underwent local debridement of the device pocket due to infection three times. The first occurred at 42 weeks post-implant due to warmth and erosion of the skin over the device; again at four months post-implant due to wound disruption and purulent discharge; and again after 14 months post-implant where the device was repositioned into a deeper placement. Despite the infections requiring intervention, the ra lead remained implanted until the system was removed after eight years of service, due to a perforation caused by the chronic non-boston scientific rv lead. No additional adverse patient effects were reported.